Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use tubes are under filling with a bd tube k3edta plh 13x75 blood collection tubes. This occurred on 1000 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: nurses complain of incorrect filling of test tubes with edta, one test tube out of 5 is correctly filled instead of aspirating 3 ml the flow stops after only 1 ml.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use tubes are under filling with a bd tube k3edta plh 13x75 blood collection tubes. This occurred on 1000 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: nurses complain of incorrect filling of test tubes with edta, one test tube out of 5 is correctly filled instead of aspirating 3 ml the flow stops after only 1 ml.